Manufacturer narrative:
B1 product problem and d4 UDI information was inadvertently omitted on the initial manufacturer device report. The investigation of the reported failure mode has been completed. No product was received for evaluation. Device in wrong position: the cause of the positioning alarms was not determined due to no product returned, no data logs recovered, and insufficient clinical details. Low or blocked pump flow: the cause of the suction alarms was not determined due to no product returned, no data logs recovered, and insufficient clinical details. Hypotension: the cause of the injury was not determined due to insufficient clinical details. Device history review: the device passed all post sterile inspection checks.

Manufacturer narrative:
D6b updated. The investigation is still ongoing.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed

Event description:
It was reported that a patient implanted with an impella 5.5 experienced suction events and position unknown alarms. The patient had been hypotensive and volume was given. An echocardiogram showed the impella was positioned at the septum. The ao and lv waveforms were uncoupled and repositioning of the pump was planned. The patient was in stable condition.